Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4) method - no testing methods performed.

Event description:
It was reported, during a thyroid lobectomy, the probe started out working fine, but then quit working and they had to open another one. No patient impact.

Manufacturer narrative:
(B)(6). Pt sex: male. Device evaluation: the complaint device was returned for evaluation. Visual inspection found no damage to the probe, cable or handle assemblies. Per specification the probe shall exhibit continuity with an end-to-end resistance of less than 2 ohms. Resistance readings were taken and were found to be less than 2 ohms meeting the required manufacturing specification. Per specification the resistance of entire assembly is to be less than 0.3 ohms. The resistance reading taken was found to be less than 0.3 ohms and therefore met the required specification. A functional test was performed which revealed that the probe functioned as intended. No anomalies were observed. Based on the analysis, the complaint event could not be duplicated and the complaint is unconfirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.